Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering cycler alarms during treatment. Patient treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (1) where 7690ml drained. This drain is 308% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2498ml is 4496ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment was completed. Additional information was solicited.

Event description:
A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The reported complaint symptom (dv greater than 200% of fv) was not confirmed. The reported complaint symptom hb make sure hb is on ht tray was not confirmed. The reported complaint symptom watchdog timer error alarm was not confirmed. Encountered: physical damage. The rear panel was pushed in on the right side (pump side) and the top cover was lifted up approximately 1/16th inch. A visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification failed at the 2000 gram and 4000 gram weight tests. The ¿go/no go gauge¿ check failed. Rear, right-side (pump -side) corner and the right-side rear edge of the heater tray test points failed the go test. An internal inspection of the cycler showed that the right support block was dislodged and the rear panel was pushed in on the right side (pump side) of the cycler. After reseating the rear panel so that it was no longer pushing up the top cover. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The voltage check passed. Mushroom head check passed. Tested negative for glucose.